Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During an in clinic follow-up, episodes of post paced t-wave oversensing were noted on the device. An in clinic follow-up is anticipated but has not yet been performed. No intervention has been performed at this time. The patient was stable and will continue being monitored.